Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation and one electronic photo was provided and reviewed. Therefore, the investigation is confirmed for the reported failure to advance and foreign material issue. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model 47920 breast localization wire allegedly experienced failure to advance and device contamination with chemical or other material. The information was received from a single source. This malfunction did not involve a patient as there was no patient contact. Age, weight and gender of the patient were not provided.